Event description:
It was reported that the rotapro catheter was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro and a rotawire drive were selected for use to treat the lesion. The target rotational speed was set to 180,000 rpm. During atherectomy the system stalled. During removal significant resistance was felt. The two devices were stuck together and were removed together as one unit. The procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address - (B)(6). The returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit and with a portion of the rotawire used in the procedure. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. The returned portion of the wire was able to be removed and reinserted into the device with no resistance or issues. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The knob switch (ablation button) was pressed, but the device stalled and would not get any speed. In order to determine the cause of the stall, destructive testing was performed. The advancer was dismantled and the components inside the advancer were inspected, but destructive testing was not conclusive as there were no damages to the components. There is not enough evidence to definitively say what the cause of the device stall was.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the rotapro catheter was stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro and a rotawire drive were selected for use to treat the lesion. The target rotational speed was set to 180,000 rpm. During atherectomy the system stalled. During removal significant resistance was felt. The two devices were stuck together and were removed together as one unit. The procedure was completed with another same device. No patient complications were reported.